Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: device was returned for analysis. A delivery wire, coil and introducer sheath were returned for analysis. The unit returned has coil stretched, as part of overall visual revision. The coil and delivery wire arms were not interlocked within introducer sheath as the coil returned out of it. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The delivery wire was inspected and no anomalies were noted. The coil interlocking arm was found detached from the rest of the coil, in addition it was found attached to the delivery wire interlocking arm. The coil was returned stretched near the interlocking arm end. Microscopic inspection was done. The zap tip of the delivery wire and main coil had a smooth surface. No anomalies noted on the interlocking arm of the delivery wire. The interlocking arm of the main coil was found detached from the rest of the coil. Dimensional inspection was done. The delivery wire and the coil dimensions that could be measured were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 06-feb-2018. It was reported that coil became detached inside the catheter. The target lesion was located in the severely tortuous internal iliac artery (iia). A 12mmx40cm interlock¿-35 was selected for use. During procedure, when the coil was delivered, it was noted that the coil became detached inside the 5fr imager ii angiographic catheter. The coil was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the coil interlocking arm was detached from the rest of the coil.